Event description:
The implant failed due to infection. The implant was placed at #16 and removed after 7 mos. Traditional 2 stage surgery. Prosthetic attachment (single). Bone graft material was used. Moderate oral hygiene. Poor bone condition. Tobacco use.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our prod.